Manufacturer narrative:
Medtronic received the following information obtained from the abstract entitled "device-specific variability in aneurysm sac regression following endovascular aneurysm repair based on a comprehensive registry of patients in eastern ontario" presented at the canadian society for vascular surgery's 39th annual meeting. Prasad jetty, don husereau, vinay kansal, tinghua zhang, sudhir nagpal, ottawa, canada

Event description:
An endurant stent graft systems was implanted in a patient for the endovascular treatment of abdominal aortic aneurysms. The following adverse events were observed; type I endoleak

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following malfunction was also observed: migration.